Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 7f fast-cath introducer sheath and dilator were received for evaluation. The extension tubing had detached from the sideport of the hemostasis body. A corrective action was initiated to investigate the failure mode of the sideport detachments.

Event description:
The patient underwent a tavr procedure on (B)(6) 2025. While still admitted to the ICU on (B)(6) 2025, it was observed that the pigtail that connects to the IV tubing broke off at the hub. The patient experienced some blood loss, but no treatment was required. The catheter was exchanged through the existing access site to resolve the issue. No other patient effects but the patient is still hospitalized. The line was not pulled or manipulated in any way.